Event description:
The facility representative reported a colleague infusion pump with a 810:15 failure code on channel c. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a colleague pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
(B)(4). The reported condition of failure code 810:15 was confirmed during product evaluation. The root cause was identified as a faulty pumphead module. The pump head module was replaced to correct the reported condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. No repairs were made to correct the reported condition. If any additional information is received, a follow up MDR will be sent.